Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID neu_set_screw, serial# unknown, product type accessory.

Event description:
After reviewing the file it was determined that manufacturing report # 3007566237-2013-00178 and its supplemental report were related. These related reports contain any information not reported here. Any additional information received will be reported through this file.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the implantable neurostimulator (ins) had a missing setscrew. Ins package was opened but the device was not used. Additional information has been requested but was not available as of the date of this report. When received, a supplemental report will be submitted.

Manufacturer narrative:
Concomitant products: product ID neu_wrench_acc, lot# unknown, product type accessory. (B)(4). Analysis of the implantable neurostimulator (ins) (ipg 3058 interstim ll, serial# (B)(4)) found that connector blocks in the connector module were out of alignment. The setscrew was visible but misaligned. Analysis of the wrench found no anomaly.